Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of the vasoview hemopro 2 inlay preparation clamp suddenly broke loose. No harm to the patient. There was 5 minute delay. Another device was opened.